Event description:
Pt rec'd the device in (B)(6) 2012 when she immediately began experiencing the following adverse reactions: cramps, headache, diarrhea, dizziness, numbness, blurred vision, fatigue, fever, chills, body aches, food sensitivity, loss of appetite, tender abdomen, sharp pain, back ache, chest pain feeling like heart attack, nickle taste in the mouth, hair loss, weight gain, punctured tubes, painful sex, can't drink fluids at night. Pt ended up having total hysterectomy and she is still suffering.